Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. It was resolved that the customer could continue using the pump, with instructions to report back if the issue reoccurs, which the caller understood and acknowledged.